Event description:
Acclarent was notified on (B)(6) 2012, of a domestic event that occurred during a sinus surgical case when acclarent balloon dilation technology was used. The sales rep reported that the distal tip of the flex sinus guide catheter for both m110 and f70 were rubbed off during the procedure. The procedure went well and without any pt injury.

Manufacturer narrative:
The sale rep did not remember the contact info of the physician and/or facility. Acclarent could not followed up on this report to gather add'l info. The complaint devices arrived on (B)(4) 2012 and failure analysis was performed on (B)(4) 2012. Eval confirmed that the blue tips of both catheters were missing. There has not been any adverse event reported due to this malfunction and probability of any potential adverse event is highly remote. Hence, this malfunction was not initially considered as a reportable event, however, after re-evaluation on (B)(4) 2012, the organization decided to report it is abundance of caution. Acclarent will continue to monitor this phenomenon for trending purposes.